Event description:
It was reported that the flow transducer test failed during pre-use check. There was no patient connected to the ventilator during the event. Manufacturer´s reference #: (B)(4).

Event description:
Manufacturer´s reference #: 279226.

Manufacturer narrative:
The ventilator was reported to have failed the flow transducer test during pre-use check. A third party service agent has serviced the ventilator. No additional information has been received and no part has been returned despite requests. Evaluation of the received device logs could confirm the reported failure during pre-use check. According to the log files, the failure could be traced back to mars 11, 2019. If this fault occurs during ventilation, the oxygen concentration in the gas mixture to the patient may deviate from the expected. Flow and pressure may also be affected. Alarms will be activated if the failure occurs during ventilation. As no information has been received and no part has been returned, the cause of the reported failure could not be determined. H3 other text : 4114